Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to go to the bluetooth settings and remove the transmitter listed, disable bluetooth, check for applications running in background, remove/reinstall g5 application, and manually enter new transmitter ID, which was unsuccessful. No additional patient or event information is available.